Event description:
Patient presented at the 2 week post-op stating that she had rubbed her right eye resulting in blurry vision and pain. Doctor discovered mild striae. A flap lift and rinse was performed and the procedure was completed successfully. Patient did not experience loss of best corrected acuity.

Manufacturer narrative:
(B)(4). Evaluation conclusion: the equipment was not evaluated after the treatment date due to the fact that the striae was caused by the patient rubbing her eye. Customer is only reporting this event and did not request field service or clinical support. Placeholder.